Event description:
It was reported that the right atrial (ra) lead had been dislodged since implant. It was noted, there was tissue in the helix. The ra lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal end/electrodes were covered with body tissue/fibrotic growth and was covered with blood. The outer insulation was breached cut. The proximal cable/coil conductor had blood (not obstructed). The outer insulation had cosmetic (in-vivo) depression. Visual analysis noted the lead had apparent explant damage. Concomitant: 4092 implantable pacing lead, (B)(6) 2005. (B)(4).